Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 6 months. The system controller was returned for investigation. The evaluation is not yet complete. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient's lvad produced a low speed operation alarm on (B)(6) 2016. On (B)(6) 2016, the patient had performed a system controller exchange due to "hot" cables and "some alarms." The patient cable was hot to the touch as well, and a replacement was provided to the patient by the implanting center. The patient's system controller log file was submitted to the manufacturer's technical services representative for review. The submitted log file was reviewed by a representative of the manufacturer's technical services team and revealed and a number of pump stoppages. The pump stoppages appeared to be caused by the patient disconnecting the driveline. The patient was asymptomatic. Additional information was requested but was not provided.

Manufacturer narrative:
The report of low speed operation/pump stoppage events was confirmed based on the evaluation of the log file retrieved from the returned system controller. The log file data indicated that during the last 6 hours and 50 minutes of system operation, several episodes of pump speed instability and pump stoppage events were captured with a pump disconnected flag being active while the system was operated on battery power. The log file also captured five pump power elevation events where pump power increased up to 11.8 watts associated with pulsatility index detect active flags. The system was supported by the power module during these pump power elevation events. The evaluation could not determine the root cause of the events recorded in the log file. The log file data also confirmed low voltage advisory events due to depleted batteries. The returned system controller was functionally evaluated and exercised while connected to the manufacturer¿s laboratory equipment. The system controller was found to function properly during analysis even while supported independently by either power lead. Further evaluation revealed that the inner conductors in both the system controller power leads failed the resistance measurement specifications, which indicated the early stages of conductor breakdown of the underlying wires. The early stage of the conductor breakdown in the system controller power cables are consistent to wear and tear during system controller use. The returned system controller was 3.5 years in clinical use. The additional findings of the conductor breakdown did not affect the returned system controller¿s ability to operate a test lvad. Additionally, functional testing of the system controller could not confirm the reported issue of a hot patient cable. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.